Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the sites o-arm was having intermittent issues while in a clinical case. The site had noted that upon boot up that the system was stuck in initialization which was noted on the pendant. Site had rebooted the system and the system was able to come back up and initialize. It was then noted that the site was unable to close the gantry doors. Site had done another reboot and the system worked. Site proceeded to take scout images and 3d when removing they were unable to open the gantry. System was rebooted and removed from the patient. Navigation was not aborted, o-arm was used for the case. Patient was present. No delay was noted as the surgeon was able to work while the site took care of the system. Rep was on site was also unable to replicate the complaint. There was no reported delay to the procedure and no impact to patient outcome.

Manufacturer narrative:
H3) a manufacturer representative went to the site to test the imaging system. It was found that there was a low voltage power supply which was out of tolerance. It was adjusted back to specification. The system then performed as intended. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.